Event description:
Caller reported an issue with the pump's time settings, which led to a discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised monitoring the situation, with instructions to follow up if the issue recurs.